Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, there was a breached cut on the outer insulation, and apparent explant damage.

Event description:
It was reported that during initial implant, the patient was found to have severe tricuspid regurgitation. The lead was opened and not used and an active fixation lead used instead. There were no patient complications reported as a result of this event.